Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the physician placed the lead during a trial implant procedure. The lead diagnostic showed invalid impedances on multiple contacts. It was reported the lead was repositioned several times, but only the bottom three contacts were able to be used. The physician opted to use a different lead to complete the trial procedure.